Manufacturer narrative:
The swan ganz catheter was received by our product evaluation laboratory for a full examination. Report of " balloon could not be inflated" was confirmed. As received, balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. Leakage was observed through the tears on the balloon. The edges of the tears did not appear to match at the ruptured edges. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before insertion into patient, the balloon of this swan-ganz catheter could not be inflated. The customer confirmed they used the provided syringe and made sure the valve is open. There was no allegation of patient injury. Patient demographics were unable to be obtained. As per product evaluation, the balloon edges of the tears did not appear to match at the ruptured edges.

Manufacturer narrative:
The manufacturing process and instructions were reviewed and were confirmed clear to manufacture compliant finished goods. It can be concluded that there is no cause that determines that the non-conformity is related to the manufacturing process. In addition, manufacturing controls have been implemented to address the malfunction identified. The balloon latex deterioration is more likely attributable to external environmental conditions, such as excessive light exposure, atmospheric factors, or ozone, rather than manufacturing or inspection activities. Therefore, a review of warehouse environmental temperature conditions was performed and confirmed to be within specified requirements.